Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple temperature alarms occurred and the user is unable to clear the alarm. Reportedly, the user lives in the midwest and stated that the temperature is very cold. There was no reported impact to the user¿s blood glucose level. The user reverted to another pump until replacement is received.